Event description:
It was reported the pt's ipg was explanted due to reports of discomfort. The pt has reportedly been reprogrammed several times but stated she did not like the stimulation.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported sjm defers to the pt's physician regarding medical history.